Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia with glucose readings above 300 mg/dl for about two days, peaking at 330 mg/dl, despite multiple supply changes and confirmation of resumed insulin delivery with a straight cannula; no device alerts or alarms were reported beyond high glucose notifications, and the cause remained unclear. Symptoms included hyperglycemia without reported ketones, without need for assistance, and without acute medical intervention. Outcomes included prolonged elevated blood glucose that trended down after troubleshooting, including a fingerstick of 284 mg/dl followed by 212 mg/dl. Investigation included guided troubleshooting, supply changes, confirmation of infusion set integrity, and reinforcement of device use and travel handling instructions. Investigation of this case revealed no evidence of device alarm malfunction or infusion set kinking, and no definitive device-related failure could be identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.